Manufacturer narrative:
This report is submitted on march 14, 2023.

Manufacturer narrative:
This report is submitted on february 3, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain and non-use. There are no plans to re-implant the patient with a new device as of the date of this report.